Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a radiofrequency ablation (rfa) procedure during which an electrode became detached from the connector while inside the patient. The outcome of the procedure was unable to be obtained.

Event description:
It was reported that the patient underwent a radiofrequency ablation (rfa) procedure during which an electrode became detached from the connector while inside the patient. The outcome of the procedure was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: gxd, gxi.

Manufacturer narrative:
Correction the initial MDR: the suspect medical device reported in this MDR form for a broken electrode does not meet reporting criteria. The broken electrode was discovered after the procedure was completed; as such, there was no reported harm to the patient. As there was no serious injury, the event should not have been reported on a 3500a MDR form. B3: approximated based on the date the manufacturer became aware of the event. D2b: gxd, gxi.

Event description:
It was reported that the patient underwent a radiofrequency ablation (rfa) procedure during which an electrode became detached from the connector while inside the patient. The outcome of the procedure was unable to be obtained. After further review, the broken electrode was discovered post-procedure and did not occur inside the patient. As such, there was no reported patient harm.